Event description:
Pt with brain aneurysm and brain aneurysm clipping. While on ventilator, ventilator failed. Pt had to be removed from ventilator and bagged by ambu bag. Pt's bp elevated to 300. No other events noted. End tidal volume registered to 60.